Event description:
Additional information received reported that one side was completely removed due to infection and the patient was doing fine at the time of the report. The surgeon was hesitant to re-implant the patient due to the infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient further provided that the battery was dead when they changed them. The patient got staph infection and they were removed. Additional information received from health care provider (hcp) on (B)(6) 2016 reported that they had not seen the patient since (B)(6) 2010, there was another hcp involved in this case.

Event description:
It was reported there was an infection. It was noted the patient had their implantable neurostimulator (ins) replaced on 2014-(B)(6). It was noted they developed an infection at the pocket site over the past weekend and they were admitted to the hospital. It was noted they presented with a sore pocket site, redness, discoloration at the pocket, and some pus that came out of the pocket. It was noted the entire system was explanted two days prior to report. It was noted the patient was doing better after the explant.

Manufacturer narrative:
(B)(4)